Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a female patient was revised to a longer less invasive stabilization system (liss) plate and screws after sustaining a fracture. The patient was implanted with liss plate and screws (date unknown) for a femur fracture. Subsequently, the fracture healed. On an unknown date, the patient sustained a fracture distal to the plate. The mechanism of injury was not known. On (B)(6) 2015, she was revised to a longer liss plate and screws. It was reported there was a thirty to forty minute delay in the procedure due to difficulty removing two of the original screws. It was reported that the procedure was successfully completed. This report is for an unknown plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
17aug2015: it was reported that, after the initial fracture healed, the patient fractured above the plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 8/17/15 sc provided further information: event description updated; no further information available; devices will not be returned.